Manufacturer narrative:
A steris service technician inspected the system 1 processor and aspirator probe and found the equipment to be operating according to specifications. The system 1 processor is under steris maintenance contract and was last serviced on (B)(4) 2011 during a routine preventative maintenance visit and the equipment was found to be operating properly. The user facility has not responded to our multiple offers of in-service on the proper use and operation of the system 1 processor and proper handling of steris 20 sterilant concentrate.

Event description:
The user facility reported that an employee was having difficulty puncturing the steris 20 sterilant concentrate container with the aspirator probe. After the employee punctured the s20 container she felt a burning sensation on her face. The employee was sent to the emergency room where a prescription antibiotic was applied to her face. The employee was then sent to her dermatologist where she was diagnosed with 2nd degree burns.